Event description:
Ventritex, inc. Was informed on an explant report that the pt underwent surgery due to a need for a lead revision. In a follow up with a ventritex field personnel, it was reported that the revision was required due to an ml-150 lead insulation fracture. It was not known which ml-150 was involved.